Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/27/2016 to report that the patient experienced no audio output from the receiver on (B)(6) 2016. The patient's mother indicated that medical intervention was required but no event details were provided. Additionally, the patient's mother tested the receiver's audio function and it did not beep. No further event or patient information is available.